Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was explanted and replaced. The lead was found to be fractured after the lead was removed. The patient condition is good. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote transmission revealed lead noise that led to a ventricular fibrillation episode. An almost shock therapy was aborted before delivery. No other anomalies were detected. The patient was asymptomatic. Lead capping was recommended. No further information is available.

Manufacturer narrative:
Clavicle crush damage was noted at 32.9-34.1cm from the connector pin. The etfe coating was damaged and inner coil exposed at this location, consistent with the field observation of noise and over sensing.